Event description:
The patient underwent a whipple procedure in 2006 by the m.d. Pmh is signifiant for a history of dvt and renal cancer. The a-line was removed the next day and the cvp catheter the following day. The pt was discharged initially seven days after surgery with good pain control, eatting and drinking. The next day he developed an elevated temperature, chills, rigors, and abdominal pain and was re-admitted hosp. Cat scan revealed two right upper guadrant complex masses -6.5 cm x 2.5 cm- consitent with retoperitoneal abscess. The pt started on the antibiotic cipro and discharged to home two days later. Low grade fever continued at home followed by an increased temperature and rigors. The pt was re-admitted to hosp six days later for definitive treatment of retroperitoneal abscess. A regiment of zosyn antibiotic was started. Cxr revealed small effusions and lll infiltrate. Blood cultures returned positive for gram negative bacilli -e.coli- bowel flora- and yeast. A drainage catheter was inserted into the abscess by radiology with improvement in clinical condition. Patient rec'd a transfusion of prbc for anemia. The catheter became dislodged and needed to be repositioned by radiology in cvir. The pt's clinical condition has improved. All of the catheter and sensor insertion sties look normal - without mass, ecchymosis, tenderness, or discharge. It is my opinion that the infection is related to a retroperitoneal abscess following the whipple resection. Signs and symptoms of infection did not occur until 6 days after removal of the sensors and cvp. The blood cultures revealed bowel flora bacteria rather than skin flora bacteria -more common with catheter related infections-. The clinical signs/symptoms and CT scan point to an unambiguous retroperitoneal abscess as the cause of the infection. The above sumary was e-emailed to the medical monitor. The principal investigator also met with medical monitor to review the circumstances of the ae. Medical monitor also concluded that the ae was directly due to the surgical procedure and not related to the glucose sensors or testing protocol.